Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the MFR number. In the initial report the MFR number was reported as 3013394970-2018-00507; however the MFR number should be 3013394970-2018-00508. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned along with plastic pouch, guidewire, arteriotomy locator and plastic tray. A partially opened aluminum foil pouch was returned as well. The pouch was also opened in the opposite direction violating the arrow markings on the foil. The returned components were subjected to visual analysis. The carrier tube assembly was then examined. The bypass tube was completely removed from the main body of the carrier tube and the anchor and collagen were exposed. The IFU for angio-seal vip stresses the need to properly open the polyfoil pouch by stating, "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." The complaint could be confirmed for a dislodged bypass tube. The incorrectly and incompletely opened aluminum pouch suggests that IFU directions were not followed. Forcefully pulling the carrier tube from the pouch without completely opening it may result in displacement of the bypass tube as seen here. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when the package was opened on an angio-seal device the bypass tube was dislodged from the carrier tube. There was no reported harm to patient. A new product was used to finish the operation. Additional information was received on 30 jul 2018: the new device used was an angio-seal device.

Manufacturer narrative:
Date of birth - 1943. Race - chinese. Implanted date: device was not implanted. Explanted date: device was not explanted. This report is being resubmitted to correct the MFR number. The initial MDR 3013394970-2018-00507 was inadvertently submitted with the incorrect MFR number. The correct MFR number should have been 3013394970-2018-00508. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record of the product code/lot # combination was conducted with no findings.